Event description:
The customer reported that the system was shutting down without command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib battery was replaced, the power supply voltage was adjusted and the system software was reloaded. The system was then found to be operating as intended.